Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision; asr xl - left hip; reason for revision: alval/soft tissue reaction.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl - left, reason(s) for revision: alval / soft tissue reaction. Update received april 9th 2013. Two products added. Update received 25th october, 2013. Revision date amended. (B)(4) has been closed at (B)(6), (B)(4) is the correct reference for this com. Update 23 july 2014 - added kid and corrected dor to (B)(6) 2012. Update received: 20th august 2014 - updated mw fields as was previously missed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl - left. Reason(s) for revision: alval / soft tissue reaction. Update received april 9th 2013. Two products added. Update received 25th october, 2013. Revision date amended. Ref (B)(4) has been closed at (B)(6), ref (B)(4) is the correct reference for this com. Update 23 july 2014 - added kid and corrected dor to (B)(6) 2012.